Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned in a single original packaging with the batch number of the complaint on the label. Device one, the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. The insertion device has no visible defect. Bio debris is present. Device two, the t1, t2, and suture were returned on the needle. The actuator is in the pre-t1/post-t2 position. The insertion device has no visible defect. Bio debris is present. A functional evaluation of device one showed the actuator cycled the t2 off the needle, but the actuator attempted to stick at the tip and required manipulation to move to the next pre-deployment position. Device two showed the actuator cycled the t1 off the needle, attempted to stick and had to be manipulated to the next position. It cycled the t2 off the device, again attempted to stick and had to be manipulated to the next position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, the second needle of a fast-fix 360 dislodged from the inserter. T1 was successfully removed using tweezers. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported. The patient is in good status.